Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a specific cause for the reported bilateral pneumonia, infection, acute respiratory distress syndrome, acute chronic renal failure, and death as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2021. The pump was not explanted and will not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 18oct2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists infection (local, pump pocket/pseudo pocket and driveline), renal dysfunction, respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU. The heartmate 3 lvas patient handbook contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed urinary tract infection on 07apr, complicated by acute kidney injury with borderline blood pressure but declined hospital admission on 12apr. He was admitted 17apr and had complications with bacteremia, acute on chronic kidney injury resulting in continuous veno-venous hemofiltration. He also had nosocomial pneumonia complicated by fibroproliferative acute respiratory distress syndrome (ards) leading to extracorporeal membrane oxygenation (ECMO). Due to poor prognosis of ards secondary to bilateral pneumonia, terminal ECMO was withdrawn after 2 weeks of support leading to patient death on 11jun to pneumonia (contributed by non-ischemic cardiomyopathy).